Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications; according to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak and embolization

Event description:
On (B)(6) 2015, the patient was treated for an abdominal aortic aneurysm. A gore® excluder® aaa endoprosthesis featuring c3® delivery system was implanted, as well as two gore® excluder® aaa endoprostheses. The patient tolerated the procedure. The patient was then lost to follow up. On (B)(6) 2020, the physician treated a type ib endoleak. A gore® excluder® aaa endoprosthesis was implanted, and a coil embolization was performed. The endoleak was resolved, and the patient tolerated the procedure. The physician believes the endoleak was caused by aneurysmal progression.